Event description:
Date of event: 2009. According to the information received an end user used 2 catheters which felt like a barbed hook. There was some bleeding. The end user thought that there were splits from the press cut in the catheter. The end user started using catheters from another package and reported there were no problems.

Manufacturer narrative:
Device received for examination and testing and an analysis for eyelets, coating and visual was performed. It was concluded that the eyelets on the returned catheters were not sharp and the coating appeared to be normal, therefore coloplast cannot confirm this complaint as reported. A review of the lot history records indicates no additional complaints associated with this lot to date.